Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the secondary lcd display on the central nurse's station (cns) would not power on. The lcd display (secondary) was off because there was no power going to it. They isolated the problem to a defective ac adapter connected to the power cord by using a known working ac adapter, which was working. There were no signs of physical damage or fluid intrusion. Technical support (ts) provided the customer with the part number for a replacement display. No patient harm or injury was reported. Service requested / performed: troubleshooting. Investigation summary: the customer was able to isolate the display issue to the ac adapter. When using a good/functioning ac adapter, the lcd display powered on. Based on the available information, the most probable cause of the issue is wear and tear of the ac adapter. There is no malfunction of the cns but rather failure of the ac adapter.

Event description:
The biomedical engineer (bme) reported that the secondary lcd display on the central nurse's station (cns) does not turn on. The customer was requesting the part number for ac adapter. Lcd display (secondary) is off because there is no power going to it.

Manufacturer narrative:
The biomedical engineer (bme) that the secondary lcd display on the central nurse's station (cns) does not turn on. The customer was requesting the part number for ac adapter. Lcd display (secondary) is off because there is no power going to it. They isolated problem to defective ac adapter and tried changing power cord, but problem persisted. Lcd display (secondary) turns on when known good ac adapter is connected. Cns-6801 was in patient use. No physical damage / fluid intrusion. Nihon kohden technical support (tech support) provided them the part number so that they could order to display. When qa inquired about patient information and about concomitant device information, the biomed later stated that there were no patients at this facility yet and that all the problems have been resolved. Qa then inquired if patients from another site was monitored, but the customer has been unresponsive to the clarification inquiry. No patient harm was reported. Part description: pwr supply, 24v canvys, op-med-mds24vs1. Part number: a/ps-canvys. Quantity: 2. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1: (B)(6) 2021: emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 03/18/2021: emailed customer via microsoft outlook for all items under the no information section. The customer responded that there were no patients at this facility yet and all the problems have been resolved. Therefore, qa asked if they were monitoring another site, but the customer was unresponsive. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1: (B)(6) 2021: emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2021: emailed customer via microsoft outlook for all items under the no information section. The customer responded that there were no patients at this facility yet and all the problems have been resolved, so no additional device information was provided.

Event description:
The biomedical engineer (bme) that the secondary lcd display on the central nurse's station (cns) does not turn on. The customer was requesting the part number for ac adapter. Lcd display (secondary) is off because there is no power going to it. They isolated problem to defective ac adapter and tried changing power cord, but problem persisted. Lcd display (secondary) turns on when known good ac adapter is connected. Cns-6801 was in patient use. No physical damage / fluid intrusion. Nihon kohden technical support (tech support) provided them the part number so that they could order to display. When qa inquired about patient information and about concomitant device information, the biomed later stated that there were no patients at this facility yet and that all the problems have been resolved. Qa then inquired if patients from another site was monitored, but the customer has been unresponsive to the clarification inquiry. No patient harm was reported.